Event description:
Customer states was asking general questions and was getting an intermittent m1 motor fault message. End user is still able to use the chair. He can turn the chair off and back on and get the error message to go away.